Event description:
Customer reported a malfunction indicated by a specific code. There was no reported impact to the customer¿s blood glucose level. Technical support assisted in resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared.